Event description:
Pt stated that she was sick from 2007 nonstop until she had the breast removed in 2020. Pt had sinus infection that spreads to her lungs. A lot of body inflammation, burning sensation and stabbing like pain, that the doctors could not figure out what is wrong. In 2015 -2016 pt was bedridden for the whole summer. Pt continue to experience sinus infection that felt like things are moving in her head. Pt has auditory hallucination and bad anxiety, palpitation and all over body pain. In 2019 pt right breast was swollen along with her arms and under arms. Pt also experience pain running down her arm and hand and vertigo.

Event description:
Additional information received from reporter on 11/15/2021 for report mw5100818.